Event description:
It was recently reported that in 2003 it was thought that the patient might have had a kinked catheter, although ¿they were not sure.¿ the patient had experienced withdrawal due to this and the pump was replaced. It was not known what medication this device system delivered at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l59332, implanted: 1999-(B)(6), explanted: 2003-(B)(6), product type catheter. (B)(4).